Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was scheduled for a pocket revision. The cause for the revision was unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had lost weight, and the ins did not sit level as a result. The device tipping caused the patient to have difficulty recharging the ins. No further complications are anticipated.